Event description:
Resident with pelvic restraint sitting in lounge chair. Sat forcefully forward, pelvic restraint ripped and resident fell to the floor, no signs or symptoms of injury until 2 years later.